Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this intellanav mifi open-irrigated ablation catheter was visually inspected, and it was found that the tubing was partially detached from the luer fitting at the adhesive joint, confirming the reported event of catheter leak. The reported event was traced to the design specification, and investigation to address this problem is in progress.

Event description:
It was reported that fluid was leaking on the ablation catheter irrigation port. During an ablation procedure to treat atrial tailor in the left atrium, an intellanav mifi open-irrigated ablation catheter was selected for use. During preparation, it was observed that fluid was leaking on the ablation catheter irrigation port. There were no visible problems noted on the luer and no error messages were displayed. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The device has been received, pending analysis.

Event description:
It was reported that fluid was leaking on the ablation catheter irrigation port. During an ablation procedure to treat atrial tailor in the left atrium, an intellanav mifi open-irrigated ablation catheter was selected for use. During preparation, it was observed that fluid was leaking on the ablation catheter irrigation port. There were no visible problems noted on the luer and no error messages were displayed. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The device has been received, pending analysis.

Manufacturer narrative:
The device has not yet been evaluated. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.